Event description:
The customer reported via phone call that he experienced low blood glucose levels in the past two weeks. Customer's blood glucose level was 30 mg/dl. The displacement test passed. The insulin pump was exposed to airport body scanner and x-ray machines. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.